Event description:
It was reported to philips that the system had a problem with the host-pc memory. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was continued when the issue happened. The procedure was completed by restarting the system. The philips remote service engineer (rse) connected with customer and confirmed that there was problem with host pc memory. To resolve he issue rse asked the customer to reboot the system. After rebooting, the system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved at same system, which allowed for procedural continuation. A host pc memory issue happened during a procedure, at the same system the procedure completed. Since the procedure is completed on same allura system and the issue resolved by rebooting the system. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. This event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.